Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, and inappropriate shocks to the patient. There was no therapy exhaustion and no pacing inhibition. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service.

Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited noise, oversensing, and inappropriate shocks to the patient. There was no therapy exhaustion and no pacing inhibition. A surgical revision was performed and the lead was successfully repositioned. No additional adverse patient effects were reported. The lead remains in service. The lead was later received for analysis.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional intervention performed. Upon receipt at our post market quality assurance laboratory, only the proximal segment was returned; severed at approximately 118 millimeters (mm) from the terminal end. A thorough evaluation of the lead segment was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.